Event description:
The device had been returned for analysis.

Event description:
Additional information was received that this product was explanted and replaced due to battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that when the patient was last seen in clinic the device indicated there was less than six months of battery life remaining. The local boston scientific field representative reported that the device currently indicated that there was now one year of battery life remaining. A boston scientific technical services consultant discussed that the battery status indicator was not a fixed indicator. The patient was to be seen again in three months. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.